Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported condition relating to the left side row of the keypad was not working was unable to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the left side row of the spectrum iq pump keypad was not functioning. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.